Event description:
It was reported that the patient presented in clinic due to a recurrent methicillin-resistant staphylococcus aureus (mrsa) infection. Transesophageal echocardiography was performed and noted visually that vegetation was developed on the right atrial (ra) leadless pacemaker (lp). The ralp was retrieved, and explanted. No replacement device was implanted. Patient condition was stable.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.